Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive result for 1 patient (analyte unknown). The patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 2 additional patient events which are captured in separate reports. No further information was provided from the customer about what analyte is in question.